Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to customer's blood glucose. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
On january 18, 2023, the distributor reported the additional information: the pump history was reviewed, and the pump was found to have announced the low power alerts and alarms as intended. System check was performed and pump battery was functioning as intended. Due to the pump¿s design feature working as intended and the event not leading to serious deterioration in state of health or death, this event is not reportable based off meddev 5.1.3.4.